Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ddch, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. This occurred following a fall. The patient fell on (B)(6) and broke pelvis. The patient had issues with implantable neurostimulator (ins) therapy since the fall. The patient had a catheter in, the catheter was removed yesterday and the patient never peed all day. The catheter had to be re-inserted. A CT scan was taken and ins "looked alright". The patient was supposed to see a doctor today, but it was costly and the patient was not able to sit up and be in a gurney. The patient was at a rehab medical facility. The caller was not present with the patient during the call. It was later reported that the patient's daughter asked this reporter to call and request manufacturer's representative come to rehab facility to check device. This reporter asked what device the patient has. This reporter was asked if therapy had not been helping the patient and it was noted that they do not know as the patient just got to rehab facility for a different reason. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.